Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
Unomedical reference number (B)(4). Event occurred in colombia. It was reported that patient faced adhesive issue with one infusion set on 16-may-2024. The set was in use for one day. No further information available.